Manufacturer narrative:
Event occurred on an unknown date in 2020. 510k: this report is for an unknown end caps/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent revision procedure due to nonunion of femur. Initially, the patient was implanted with trochanteric femoral nail advanced (tfna) system on an unknown date. Additional plate was added for stability. Original construct was not removed. Procedure was completed successfully. Patient was doing good post operation. This report is for one (1) unk - end caps. This is report 4 of 4 for (B)(4).